Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02048.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02048. It was reported the patient ((B)(6)) lost stimulation. Lead diagnostics identified high impedance measurements. Reprogramming did not provide resolution. X-rays were not taken. In turn, surgical intervention may be undertaken at a later date.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-02048.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02048.follow-up revealed the patient's leads were explanted and replaced which resolved the issue.